Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 for gastrointestinal bleed. Warfarin and aspirin were held and the patient was transfused 2 units of blood. Esophagogastroduodenoscopy (egd) showed multiple arteriovenous malformations (avms) in the jejunum which required clipping. Pump speed reduced to 9000 rpm. Hemoglobin stabilized. Then hemoglobin drop from 10.1 to 7.1 requiring 2 more units of blood and octreotide drip. Repeat egd with oozing at previous clip site and additional clips placed. The patient was transfused 1 more unit of blood on (B)(6) 2017. Octreotide was weaned off. The patient continued on warfarin during admission. Inr at lowest was 1.7. Patient was discharged home with inr goal of 2.0-3.0. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.